Event description:
Procedure: low anterior resection. According to the reporter: it made a bad formation. It didn't make a "b" shaped formation. So the surgeon had no option but to staple again over the previous stapled line resulting in tissue loss. There was not any reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).